Manufacturer narrative:
On (B)(6), 2021, mentor became aware of patient's initials and date of implant. Hence, fields a1, and d6a have been updated on this form respectively. This supplemental mw report is for the left-sided prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness (B)(4). Date of explant: (B)(6) 2021 (estimated). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5100856) that a patient of unknown age underwent revision breast surgery with unknown size unknown gel implants on both sides and experienced generalized illness symptoms including infections, fatigue, gerd, ibs, gland dysfunction, rosacea, and positive ana antibodies. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will be undergoing bilateral explantation on (B)(6) 2021. The explant date is estimated based on available information. This report is for the left-sided prosthesis. Please refer to manufacturer report number 1645337-2021-07656 for the patient's event before this event.